Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink system continu-flo solution set was in two pieces. This issue was identified when the clinician opened the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed the tubing was separated from the first y-site clearlink in the upstream part. Additionally, it was observed that the solvent was not applied uniformly in the circumference of the tube. The insertion of the tubing into y-site clearlink did not meet specifications. Dimensional testing was performed at the tubing and clearlink y-site housing and no issues were observed. The reported condition was verified. The cause of the condition was due to improper assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.